Event description:
This is report 2 of 2 for the same event. It was reported from saudi arabia that post-surgery, it was observed that the outer hose ruptured and was leaking on the double air hose device. There were no delays to a scheduled surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.